Manufacturer narrative:
Although additional information was requested, it has not been provided, and the root cause of the complaint remains unknown. This medical device report (MDR) is being submitted out of an abundance of caution. The instructions for use IFU for the AED specifies: "do not open the sealed pads package until the pads are to be used. The packaging should be opened only immediately prior to use; otherwise, the pads may dry out and become non-functional."

Event description:
An international distributor provided an image of a pediatric defibrillation pad package (ddp-200p) showing two small perforations/pinholes on the back of the sealed pad packaging. The pads appear unused and in new condition. No additional information regarding device use, patient involvement, or performance impact has been provided.